Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 269.00mg/dl, 369.00mg/dl, 250.00 mg/dl compared to readings of 255.00mg/dl, 255.00mg/dl,130.00 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Sensor plug was not returned. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 1(indicates the sensor was never activated) sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion.. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore, issue is not confirmed due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 269.00mg/dl, 369.00mg/dl, 250.00 mg/dl compared to readings of 255.00mg/dl, 255.00mg/dl,130.00 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 days. There was no report of death, serious injury, or mistreatment associated with this event.